Manufacturer narrative:
H3: product analysis could not verify excessive heat. Seals and bearings and were corroded. Performed pre-temperature test and after 1 min temperature were gear 79.0, motor 78 and bearing were 78 f. H6: previous codes b17, c20 and d16 are no longer applicable. Additional information received (performed pre-temperature test and after 1 min temperature were gear 79.0, motor 78 and bearing were 78 f which were less than 118f i.e. Meeting no reportability criteria) shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received and indicated that the burn skin was looked like reddened broken skin. Gauze bandage under nose was used to address the burn. Additional information received from medtronic service and repair indicated that performed pre-temperature test and after 1 min temp erature were gear 79.0, motor 78 and bearing were 78 f.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that surgeon said the handpiece felt hot during use, unknown if blades were hot. When procedure finished surgeon was cleaning up patients nose and noticed a burn at the left nare. The procedure was completed with the reported product.